Event description:
Intensive care personnel were attending to a pt, condition unknown. An attempt was made at external pacing and allegedly the pacer kept displaying a pacing leads off message and would not pace. The combination pacing/defibrillation electrodes were replaced and capture was successfully obtained. The reporter stated there were no adverse effects to the pt as result of the alleged malfunction.